Event description:
It was reported that during a lap hiatal hernia repair procedure, the teflon pad came off and was slotted back on. The pad did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.